Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump is stuck in the prime rewind loop. Customer stated that insulin is squirting out of the insulin pump. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 140 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force resistor. No display anomaly noted. The insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test and displacement test. We were unable to perform occlusion test and no delivery test due to prime anomaly. The insulin pump had minor scratches on display window and cracked reservoir tube lip.